Event description:
It was reported that a titanium adapter would not connect well with the transfer set. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The actual sample was returned for evaluation. A visual inspection was performed with no issues noted. A connection test and dimensional inspection were performed, and all specifications were met. The reported condition could not be verified. Should additional relevant information become available, a supplemental report will be submitted.